Event description:
A report was received that the patient underwent a pocket revision due to the ipg becoming too superficial. The physician made the pocket site deeper and the patient is reportedly doing well.